Manufacturer narrative:
D4 additional device information: expiration date for lot number 6515940v009 is (B)(6) 2022, h4 device manufacture date: (B)(6) 2019 for lot number 6515940v009. Based on the additional information obtained, kci's assessment remains the same: it cannot be determined that the alleged infection, odor and debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 17-dec-2020, a device history record review for activ.a.c.¿ canister lot number 6515940v009 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Additional device information: UDI for lot number 6515940v009: UDI is (B)(4). Based on information provided, it cannot be determined that the alleged infection, odor and debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. This report is being filed due to possible use error. The physician noted that the patient reportedly experienced technical issues with v.a.c.® therapy and did not inform her husband nor check to see if v.a.c.® therapy was keeping suction despite the physician's long discussion with the patient today, (B)(6) 2019 again and 2 days ago prior regarding the need for a full-time seal with v.a.c.® therapy and frequent v.a.c.® dressing checks. An infection was not confirmed via wound culture, no antibiotic therapy was administered, and the patient was not admitted to the hospital. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 06-nov-2019, the following information was reported to kci by the patient: the patient reported technical issues on (B)(6) 2019, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to a wound infection. Per review of kci records provided on 02-dec-2019 by the nurse: on (B)(6) 2019, the physician observed the patient and noted an odor from the patient's wound. It was noted the patient experienced technical issues with v.a.c.® therapy. "She did not inform her husband nor check to see if the wound v.a.c.® was keeping suction. Rather checked for fluid on her skin. Noticed odor during the evening after going to bed as well as this morning with her husband. Turned the machine off completely on her way in today. No fever or chills." The physician also noted "long discussion with the patient today again as we did only 2 days ago on the need for a full-time seal with wound v.a.c.®. She was also to check the sponge at the skin to make sure it is like a 'dried prune.' Large area of gray tissue within the ulcer. Debrided today... And the wound v.a.c.® will be held. We again talked about frequent checking for a seal and wound v.a.c.® troubleshooting, removing if it does not keep a seal for up to 2 hours... We then discussed starting antibiotics from the previous culture... She does not want to take a chance with oral medications nor does she want to be admitted to the hospital." It was noted the patient had a multiple drug resistant organism (mdro) positive culture on (B)(6) 2019. The patient was on activ.a.c.¿ therapy from (B)(6) 2019 to (B)(6) 2019. On 29-oct-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 25-nov-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history review of lot 6515940v009 is currently pending completion.